Event description:
It was reported that the balloon burst. Upon inflation the balloon burst inside the patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspections. An actual sample was returned for investigation. Visual examination was conducted on the actual sample and observed that the balloon had burst. Closer examination under high magnification lens (60x magnifications) using dino-lite revealed the presence of scratch marks on the balloon. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the tear that led to the balloon burst. Burst balloon could have happened due to contact with sharp or pointed object that could have caused the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon burst. Upon inflation, the balloon burst inside the patient.